Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim: the device was in an ivac, with tpn running through it, the tpn had been running for about 6 hours, the line split in the ivac and the tpn had to be wasted.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
This submission is just for additional information. Event date updated to 05/17/2023. Investigation results already submitted in follow up 1.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: "the line split in the ivac after tpn had been running for about 6 hours". No further information was available to assist the investigation, nor to clarify the model of the affected product. As no model or lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production records for this particular feedback. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode. Please continue to report these events if they occur, wherever possible returning the original samples, and full details of the customer¿s experience to allow for a full investigation. H3 other text : see investigation results below.

Event description:
No additional information.